Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, the device appeared to seal but when the surgeon cut it immediately started bleeding. There was no patient injury.